Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in supplemental report.

Event description:
During the sterile tibial kit surgery, the surgeon tried to insert apex pin to the pt bone by using drill guide. When the surgeon passed the apex pin through the sleeve and inserted it, the pin stuck in the sleeve. Therefore, the surgeon removed the pin and the sleeve, and inserted new apex pin. The surgeon thought that the diameter of the pin and the inner diameter of the sleeve were tight.